Manufacturer narrative:
Concomitant medical products: 4968-35 lead implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead was observed to have low impedance. The lead was found to have dislodged into the atrium. The lead was repositioned and remains in use. It was further reported that the device alerted for a high out of range impedance on the left ventricular (lv) lead. The lv lead was removed and there was not a lead implanted. The device remains in use. No patient complications have been reported as a result of this event.